Manufacturer narrative:
All available information was investigated, and the reported lock line knot was confirmed. The reported difficulty removing the lock line and poor imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty removing the lock line is a cascading event of the lock line knot. A cause for the lock line knot could not be conclusively determined. A cause for the reported poor imaging could not be conclusively determined. The reported tissue injury is a cascading event of the difficult lock line removal. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5. An xtw clip was inserted and placed on the tricuspid valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove. The physician used medical intervention to cut open the shaft of the clip delivery system. Once opened, the ll was pull and the clip deploy was deployed, reducing the mr to a grade of 3-4. It was noted that the ll was knotted. An attempt to deploy an additional clip was performed. However, due to imaging, the clip was removed and the procedure was discontinued. Tissue damage was observed. There was no clinically significant delay in the procedure.